Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2013 with the following findings:no damage was observed to the pump keypad cover. During testing, the ok keypad button was completely unresponsive and the up arrow keypad button responded as if it was the contrast button. The down arrow and contrast keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, moisture was observed behind the display lens. A leak test was performed, and a battery compartment leak and crack were found. The pump case was opened and moisture was found throughout the pump interior as well as on the keypad flex connector.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive button issue. The reporter stated that the "up" button is completely unresponsive, and there is no reported damage to the button.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.